Manufacturer narrative:
The device was returned to olympus for evaluation and the user request was not confirmed. The device passed all functional tests and specifications. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the visera elite xenon light source, would intermittently stop working (producing light). There were no reports of patient harm associated with this event.

Manufacturer narrative:
E2, e3: repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the customer¿s allegation could not be determined. The investigation determined the most likely cause was an intermittent failure that may have been caused by a loose power cord connection. Olympus will continue to monitor the field performance of this device.